Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error message occurred. Data was evaluated and the allegation was confirmed as signal loss. The probable cause was determined to be signal loss greater than one hour due to the mobile device losing power. This is potential patient misuse of the product. The reported event of an unknown error message is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.